Manufacturer narrative:
Qc was within specifications prior to and after the event. There is no indication that service was dispatched for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a reactive toxo igg result of 33.7u/ml generated by the unicel dxl 800 access immunoassay system that did not match the clinical picture and was questioned by the physician. The sample was analyzed by bci cpls (customer product line support) and resulted as non-reactive. No reports of death, injury, or change to patient treatment have been reported in connection with this event.